Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted the lead was kinked at 1.2cm from the distal end and tissue was visible inside the helix.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the right atrial (ra) lead was opened the physician noted a "kink/bend" about 10 millimeters from the distal tip of the lead. The lead was not attempted to be implant and another lead was successfully implanted. No patient complications have been reported as a result of this event.